Event description:
The customer stated that she was hospitalized with a blood glucose reading of 577 mg/dl. Two weeks after the initial event, the customer was treated by paramedics for a blood glucose reading of 38 mg/dl. Troubleshooting could not be performed because the customer stated the up button on the insulin pump was unresponsive. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. All of the insulin pump's buttons responded normally. After testing, it was concluded that the device operated within specifications. See scanned page.